Event description:
Boston scientific received information that the communicator screen displayed nothing and the brick power light was not illuminated and also was warm to touch. A boston scientific company representative verified that communicator was set up in bedroom connected to a cell adapter and was plugged into a working outlet and that there was no storm and power outage experienced. A replacement power cord and return label were sent to patient. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. The returned power adapter failed to output any significant voltage while plugged into an ac power source for 20 minutes. The adapter became hot to the touch during voltage and temperature measurements. The power adapter¿s case temperature reached 75.6 deg. C. Its case did not melt or become deformed but when power adapter was opened and visually inspected it was discovered that the anode lead of zener diode zd1 was burnt.